Event description:
Patient called to report a right-side rupture confirmed via CT. Healthcare professional later confirmed rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, b6, d1, d4, d6a, d6b, d9, h3, h4, h6, h11.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient called to report a right-side rupture confirmed via CT. Healthcare professional later confirmed rupture. Device remains implanted.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient called to report a right side rupture confirmed via CT. Healthcare professional later confirmed rupture. Device was explanted and replaced.